Manufacturer narrative:
(B)(4). Conclusions code(s): (unable to confirm complaint): based on the complaint information, a specific root cause of the event could not be determined. (B)(4) device remains implanted.

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 -08.50 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2006. A refractive change overtime was observed on (B)(6) 2016. Plans to exchange lens is pending. The lens remains implanted.